Manufacturer narrative:
Patient information was unavailable from the site. No investigation has been conducted as the issue was resolved via troubleshooting with medtronic technical services (ts) and the physician.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the images appeared flipped in the application software. The surgeon stated that they went to modify the images through re-orientation of them but did not resolve the reported issue. Medtronic technical services (ts) resolved the issue on the call with the surgeon through administrative settings to change the orientation from standard to radio-graphic. The surgeon then stated that the images were displaying as desired. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: device part number, UDI and manufacture date have been corrected and provided in the appropriate report fields.